Event description:
Additional information received indicated a misload was not identified during assembly. The infold was first identified in the first deployment attempt of the first attempted valve. This valve was recaptured only once. The recapture was due to this infolding. The infolding caused a delay in the procedure. Per the physician, a ¿very¿ angled aorta and a calcified ring had contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024, product ID envpro-14 (lot: 0012056325); product type: 0195-heart valves; product ID envpro-14 (lot: 0012054714); product type: 0195-heart valves; product ID l-envpro-14 (lot: 0012063633); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the release of the valve, and infold was observed. A very calcified ring in the angulated aorta was noted. Subsequently the valve was recaptured and replaced with a new valve. No adverse patient effects were reported.

Manufacturer narrative:
Updated field: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.